Event description:
It was reported that during an unknown procedure, after inserting the device, there was air that leaked. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Evaluation summary: the analysis results of the b12lt found that the instrument was returned in good visual condition, the instrument was functionally leak tested and failed. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.